Manufacturer narrative:
Per the customer complaint record, samples were collected in lithium heparin sample collection tubes. Specific centrifugation data was not supplied. No specific qc data was supplied. Per the complaint record, the unit is currently performing within qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all accutni samples outside laboratory's normal reference range prior to reporting results. Repeat analysis is performed in duplicates and triplicates to confirm samples values prior to reporting out. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined to date for this event.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results between (B)(6) 2011 to (B)(6) 2011. Actual patient results were not supplied by the customer. The erroneous results were not reported out of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.